Manufacturer narrative:
It was reported by the sales distributor that the hospital was performing an investigation. We contacted the hospital investigator, who finished her investigation, which was inconclusive; however, she did state that our surgical tray was cleared to be used in the hospital again. It was also reported that this tray has also been used in other facilities without any reported adverse events.

Event description:
The sales distributor reported that at surgery center, three cases of infections were reported after the use of tray iad.